Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing dirt specs in the device. The patient has alleged to experiencing fatigue, headaches, dizziness and pain. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing dirt specs in the device. The patient has alleged to experiencing fatigue, headaches, dizziness and pain. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection completed by the manufacturer and found corrosion and thermal stress observed in multiple discrete locations on both sides of the pca suggesting small amounts of liquid ingress to the pca, liquid ingress to the blower. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found consistent with corrosion and thermal stress in the pca and water ingress to the blower and pca. The manufacturer concludes there was no evidence of sound abatement foam degradation.